Manufacturer narrative:
Additional information: b1, b2, b5, b6, b7, d10 and h11. B5: upon follow-up it was reported the cause of peritonitis was due to use of a non-vantive minicap. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized for the event. On an unknown date, antibiotic therapy was discontinued. At the time of this report, the patient was discharged from the hospital and was not recovered from peritonitis. Pd therapy discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. Discharged. H11: based on additional information received, vantive pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. There was no report of hospitalization. It was reported the patient was treated with meropenem injection (1mg) and vancomycin injection (1 mg). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.